Event description:
Technician alleged that the bed would not go into trendelenburg position. No patient impact.

Manufacturer narrative:
The technician found the trendelenburg valve was stuck. The technician replaced the trendelenburg valve to resolve the issue.